Manufacturer narrative:
Product analysis: the full lead was returned and analyzed. Analysis indicated that there was blood on the distal conductor of the lead and it was obstructed.

Event description:
It was reported during implant that the stylet was difficult to insert and remove and there was conductor coil impingement. An alternate lead was used. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.